Event description:
When preparing the new unit for service, the customer reported that after the battery was installed, the ready status indicator showed that battery power was good. However, when the unit was turned on, the unit would not initialize. Instead the unit would continuously beep and the power led would blink until power was turned off. A second battery was tried with the same result. There was no patient involvement.

Manufacturer narrative:
Conclusion: other (device is being repaired and tested and will be returned to the customer as quickly as possible). Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed by factory service. The investigation revealed that the failure was caused by a defective capacitor on the main printed circuit board that caused the device to receive continuous reset signals. Consequently, the device could not complete initialization. After replacing the defective capacitor, device operation was restored. The printed circuit board containing the failed capacitor will be replaced and after passing acceptance testing, the unit will be returned to the customer.